Event description:
Dr (B)(6) was performing posterior cervical decompression c3-c6. He wanted to utilize a crosslink on his construct but due to 1883-41-100 (tall set screw) stripped 3 times while attempting to final torque the locking nut 1883-41-200. After investigating the tulip head 1883-18-312 and found the inner threads to be stripped we had to replace the lateral mass screw and then used the (1883-42-200) mountaineer set screw to lock down the construct. All set screws were torqued and surgeons proceeded with closure. Sending back all implants and crosslink locking nut driver to have tested.

Manufacturer narrative:
Device manufacture dates: mar-25-05, apr-8-2015. Visual examination of the returned device found no apparent damage. The driver was tested to ensure it was properly limiting torque. It was found that the driver was torquing above the design specification limits. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the handle over torquing cannot be positively identified from the information at hand. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.